Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a high out of range pacing impedance measurement. There were no adverse patient effects reported. Subsequently, additional information was received that this rv lead was explanted and replaced.

Manufacturer narrative:
This rv will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observation indicated a complete lead was returned. There were setscrew marks noted on all terminal connectors. The clear medical adhesive (ma) was torn/separated from the expanded polytetrafluoroethylene (eptfe) at the distal end of the spring electrode and the proximal spring was stretched at this point. The initial allegation of out of range measurements were not confirmed. The direct current (dc) resistance test showed all conductive paths to be in specification. Lead passed all electrical tests.